Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had her first right hip revision done back on (B)(6) 2018 for a liner that had come disassociated from the pinnacle cup. The primary surgery was done somewhere in (B)(6) in (B)(6) 2016. Now in (B)(6) 2019, the patient came back to the surgeon and said that when she sat down she heard a pop. The surgeon got an x-ray and from viewing the x-ray, confirmed that the liner had disassociated from the cup again. His plan was to revise the entire acetabulum because he believes at some point, he is assuming the primary surgery, that the pinnacle cup had been damaged somehow. He chose to revise the cup using competitor's. Once he opened the patient, he noticed some dark spots in tissue. He also did find the liner and its was not in the cup. The ceramic head had been rubbing against the metal shell. He removed the cup after struggling for a long time to get it loose. He then reamed and put in the competitor's cup and liner. He used a depuy ceramic ts 36 +12 head. He felt that his length and offset, and stability were great. He closed the wound.